Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 had failed and the device was not on the bus. A field service engineer waited for an escort to become available. Drawer 6 on the auxiliary unit was not detected on the bus. The engineer reseated all cables and wires, examined the pyxibus cable, cleaned the inseparable magnet, and rebooted the system. Drawer 6 still did not appear in the hardware test application (hta). The pyxibus module control board was replaced, but the drawer still did not show in hta. The retractor band was replaced, yet the drawer remained undetected in hta. The drawer controller board was then replaced, and the system was rebooted. The engineer verified operability in hca and completed the test. The application was launched, and the drawer was configured in the storage space configuration. The escort was allowed to access inventory in pyxis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.